Event description:
It was reported that the ventricular lead exhibited loss of capture, and the patient experienced pocket stimulation. It was noted that the patient had a ventricular lead revision performed previously that was not reported to st. Jude medical. The lead was successfully repositioned.

Manufacturer narrative:
Review of quality records.

Event description:
It was also noted that the patient developed an infection.

Manufacturer narrative:
Na